Event description:
Vessel sealer malfunction. Opened another vessel sealer and got the same error message. Doctor used other instrumentation to complete surgery. No harm to patient. Not reprocessed. Engineer came the day after the event to check vessel sealer unit; needs repair. Returned two days post event to complete repair.